Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for a fluid leak. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model cp00001 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a fluid leak. This information was received from a single source. For this event, the device was used on the patient with no reported injury. The patient was a 15-year-old male weighing 49 kgs.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model cp00001 custom pp ti isp nb 6f experienced a fluid leak. For this event, the device was used on the patient with no reported injury. The patient was a (B)(6)-year-old male weighing (B)(6) kgs. The cp00001 custom pp ti isp nb 6f was returned to the manufacturer. The device is pending investigation.